Manufacturer narrative:
Correction: the endurant ii aui was implanted for the endovascular treatment of an abdominal aortic aneurysm. Additional information received reported that as per the physician, the cause of the event could not be determined. It was reported that the patient expired on an unknown date. Film evaluation summary: the reported stent graft occlusion was confirmed; however, the exact cause could not be determined from the films returned. Pre-implant CT¿s were not provided, and complete angiograms during implant were also not available for review of the blood flow dynamics. CT¿s from 8 days post-implant confirmed that the aui stent graft system (aui + extension) were 100% occluded beginning ~10mm below the lowest left renal artery. Analysis of the returned films did not reveal any anatomical characteristics or stent graft anomalies that could explain the observed occlusion. The devices were relatively straight, with no stent graft kinks or areas of compression observed. It is unclear if extending the limb into the left external iliac may have been a factor. This may have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. Images after the axillobifemoral bypass was performed to resolve the occlusion were not available for review, and the cause of death could not be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1610c124e, serial/lot #: (B)(4), ubd: 26-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aui stent graft system was implanted in a patient for the endovascular treatment of a 60 mm diameter thoracic aortic aneurysm. It was reported that 9 days post index procedure, the patient presented emergently and an occlusion of the aui stent graft was identified. Axillobifemoral surgery was performed to resolve the occlusion which per the physician was a result of the patient experiencing a severe reperfusion injury. The cause of this unknown. The patient status has been reported as poor. No additional clinical sequelae were reported and the patient will be monitored.